Manufacturer narrative:
Additional device information: this report is for four juggerknot soft anchors with the same part and lot number. Initial reporter phone: (B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The complaint implants were not returned. The remaining devices in the same package were returned and showed no signs of damage. Evaluation concluded that the complaint was non-verifiable.

Event description:
It was reported that the patient underwent a labrum fixation procedure on (B)(6) 2014. During the procedure, four juggerknot soft anchors allegedly failed. Three maxbraid sutures fractured at or around the knot, but no anchors came out. The surgeon changed the knot pusher after the third failed knot, and the knot fractured on the fourth anchor. The surgeon elected to change to another juggerknot soft anchor package that was available, and was able to complete the procedure without any further complications. The event caused a forty-five minute delay in the procedure.